Event description:
It was reported that the pacing lead was attempted, not implanted. Due to the tortuous superior vena cava (svc), the lead was unable to advance further. The physician attempted to advance the lead, but it would not advance. In order to perform an angiography in the svc, the physician tried to retract the lead from the sheath, but the lead could not be pulled back. On fluoroscopy, the helix was protruded and elongated. The helix was caught on the tissues of the svc, the physician rotated the lead counterclockwise, and the lead was released. When the removed lead was examined, tissue was found on the helix, and the elongated helix was no longer retractable. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.